Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements on the right atrial (ra) lead resulting in an automatic safety switch from bipolar to unipolar. Noise was observed on stored atrial tachy response (atr) episodes from unipolar sensing. Additionally, far field over-sensing was observed. Technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).